Event description:
The user facility reported that the doctor grasped the angio-seal device involved just behind the bypass tube and slowly inserted into the sheath until the sheath cap and device cap snapped together. However, a "click" was not heard and the doctor stated there was not an obstacle. The whole device was withdrawn, and the anchor, suture and collagen were not available on the system. The patient was in good condition. Manual compression was used to close the puncture site. The event occurred intra-operative. There was no patient injury or surgical intervention required. Additional information was received on (B)(6) 2022 : the procedure performed was a digital subtraction angiography (dsa) using a 6 french sheath. When the doctor deployed the device, the suture, collagen, and anchor were not in the angio-seal. A pre-deployment angiogram was performed. The patient was in stable condition.

Manufacturer narrative:
Patient identifier: requested, unknown due to confidentially; age & date of birth: requested, unknown due to confidentially ; patient sex: requested, unknown due to confidentially ; weight: requested, unknown due to confidentially; ethnicity: requested, unknown due to confidentially; race: requested, unknown due to confidentially; implanted date: device was not implanted; explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
H6: investigation findings: code 114 is based upon the evaluation of user facility information; code 213 is based upon the functional testing of the returned device. This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and an arteriotomy locator along with the header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The temperature indicator was observed to be black. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. The carrier tube hub was subsequently opened to further inspect the spool of the suture. The spool was found to have been intact and was able to deploy by manually pulling the suture. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. The tamper tube was found to have been coated in dried blood. No other issues were found with the returned device. The outer diameter (od) of the tamper tube and the inner diameter (ID) of the carrier tube assembly were measured. The outer diameter of the tamper tube was measured to be 0.080'' which was within the specification of 0.081"+0.000/-0.005". The carrier tube ID was found to be 0.089" which is within the specification of 0.085" minimum. Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).